Event description:
Related manufacturer report number: 2017865-2023-18109. It was reported during in clinic follow up that the right ventricular and atrial leads exhibited oversensing due to noise and a rise in pacing impedance. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.